Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer cannot see the year in the insulin pump and the date format was not correct. Troubleshooting was performed and found that the date of the report was incorrect. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the application. The device will not be returned for analysis.

Manufacturer narrative:
Complaint summary: helpline support team reported that user was viewing incorrect dates in carelink reports. Investigation/testing summary: attempted to reproduce the issue by generating the report in carelink support application and confirmed that the issue was reproducible. Observed that the reports were not showing any sensor glucose data for the month of december. Issue was reproducible and found that the user has changed the pump on (B)(6) 2022 but then updated the date to current date. Carelink application takes the most recent updated date to display which is why user was not viewing the current date in ui display. Helpline support team reported that user was unable to generate reports for the current month. To assist with the resolution for this issue , provided the below steps to helpline support team. Generated the reports for the provided user for the month of (B)(6) 2023 and attached to the ticket for reference. Requested helpline to inform user that they would need to manually change the date in report generation page whenever they want to generate the reports. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_m, version pch00105248. (Most likely) root cause: due to the backward time change , user was viewing recent updated date in report generation ui. This is as per the existing system behavior analysis summary: helpline confirmed that they have provided the instruction to user and confirmed that they were able to successfully generate the reports as per the instruction. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.